Event description:
This patient was admitted for shocks and then was transferred to another hospital where a cardiac cath was performed. During that procedure, it was found the lv lead was pulled back. The patient was then referred to another hospital and on (B)(6) 2014 the ICD, rv and lv leads were removed and an epicardial lead was implanted.

Manufacturer narrative:
Upon receipt, the lead was found dissected at 14.5 cm distal to the is-1 connector pin. Only the proximal fragment was received. It is reasonable to assume, that the dissection of the lead originated from the explant procedure. The inspection of the returned fragment revealed that there were deformations of the inner coil, close to the is-1 connector pin. The subsequent analysis indicated that these damages were caused by over-rotation of the inner coil during surgery. As a next step the quality documents associated with the manufacture of this particular lead were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, the lead was found dissected. There was no sign of a material or manufacturing problem.